Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.

Event description:
A hospital reported that during an intraocular lens (iol) implant surgery, when injecting the iol, the iol shot out of the injector and went through the capsule. An anterior vitrectomy had to be performed. Additional information was requested with no response to date.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. It is unknown if the approved viscoelastic was used. The use of an unqualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues.